Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device had delays in medication charge processing from pyxis to meditech, with initial checks showing no issues on the es server as messages were successfully received from carefusion coordination engine (cce) without errors; however, slight delays (25-39 seconds) were observed in message processing timestamps. A technical support specialist (tss) confirmed that charges were being generated and transmitted correctly from the station (or2) to meditech. Since the issue was not due to server or interface message failure, the case was escalated to the interface team, who validated outbound hl7 messages and advised the customer to engage meditech and hospital information technology (it) for further investigation on why the billing messages were not being processed on their end. Customer acknowledged and proceeded to coordinate with their respective teams. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis system was not charging patient accounts when medications were dispensed. The device was restarted and the issue persisted without resolution. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.